Manufacturer narrative:
E1: customer postal code: (B)(6). E3: customer occupation: unknown. G4: PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopic lithotripsy procedure, a 'ncircle tipless stone extractor' basket could not open or close. The device was tested prior to use and the device did make patient contact. The procedure was completed by suctioning the remaining 'powdered' stone. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, during a ureteroscopic lithotripsy procedure, an 'ncircle tipless stone extractor' basket could not open or close. The device was tested prior to use and the device did make patient contact. The procedure was completed by suctioning the remaining 'powdered' stone. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information received 06sep2023 stating the ncircle tipless stone extractor' basket was able to open and close "about 8 times" during the procedure . Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 15369534. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot 15369534. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints for the same failure mode have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU [t_ntse_rev1] supplied with the device states the following in consideration of the reported failure mode: - "precautions: do not use excessive force to manipulate this device. Damage to the device may occur." Functional tests and visual inspection of the returned complaint device were also conducted. One, used, 'ncircle tipless stone extractor' was returned for investigation. The extractor was tested and the handle was unable to actuate the basket; the handle was disassembled and it was noted that the support sheath was pulled loose from the basket sheath which prevented the basket from opening and closing as expected. The returned device confirmed the complaint. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established; it not possible to rule excessive force inadvertently being applied to the device during the procedure. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 06sep2023 stating the ncircle tipless stone extractor' basket was able to open and close "about 8 times" during the procedure .